Event description:
Caller reported a malfunction on their pump, specifically a malfunction code called "malf 12." There was no adverse impact to the customer's blood glucose level. Customer was informed by technical support about the nature of the malfunction and was provided instructions on how to put the pump into storage mode for return. A replacement pump with updated software was sent to the customer, and instructions were given for returning the problematic pump to avoid charges. Customer reverted to an alternative method of insulin therapy.